Event description:
It was reported 2 unspecified bd¿ nexiva IV catheter systems - dual port had leakage issues. The following information was provided by the initial reporter: "just to let you know that I have had two reports from my staff of leakage of fluids from the joint between the bottom of the port and the tubing...".

Manufacturer narrative:
Investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported 2 unspecified bd¿ nexiva IV catheter systems - dual port had leakage issues. The following information was provided by the initial reporter: "just to let you know that I have had two reports from my staff of leakage of fluids from the joint between the bottom of the port and the tubing..."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.